Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrected information: d1, d4, h4, h6 and h11. The following fields have been updated with additional information: a1 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jan-2022 to 19-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was slow and unresponsive during a procedure. A field service engineer confirmed that a technical support specialist dialed into the system and performed a remote fix to resolve the issue with anesthesia unit freezing. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing slow performance and freezing, displayed a blank screen in the middle of a case. The customer confirmed that the users were able to remove the medications from the station before it was shut down, and there was no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to missing certificates in the device. System certificates were installed by the technical support specialist to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing slow performance and freezing, displayed a blank screen in the middle of a case. The customer confirmed that the users were able to remove the medications from the station before it was shut down, and there was no patient care delay. There were no adverse events or injuries reported based on this event.